Manufacturer narrative:
A visual inspection was performed on the returned device. The reported peeled / delaminated was confirmed as polymer deformation. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported polymer damage appears to be related to the operational context of the procedure. It was reported that the guide wire polymer appeared to be separated under fluoroscopy after advancement. Analysis of the returned portion of the wire confirmed polymer damage. A piece of foreign material, possible part of the catheter, was returned tangled in the separated polymer. This suggests that the guide wire interacted with an accessory device during use, resulting in the reported polymer damage. Factors that may contribute to interaction between the guide wire and an accessory device include, but are not limited to, inner diameter of the accessory device, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the accessory device or guide wire. In this case, it is unknown what may have caused the suspected interaction. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery into the posterior tibial artery. Antegrade access with a 6french (f) sheath. The hi-torque (ht) command 18 guide wire was advanced without resistance. However, the ht command 18 guide wire did not look right and looked separated under fluoroscopy so it was removed. The polymer was coming off 2 to 3cm proximal from the tip bunched but still attached. A new ht command guide wire was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.